Event description:
It was reported that the lead's helix would not extend during the implant procedure. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. Full lead returned and analyzed. Blood/body fluid in/on helix mechanism (sleeve head) and distal conductor (not obstructed). Inner tubing kinked/buckled.